Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer was charging the pump with non-tandem provided charging supplies. There was no reported adverse impact to the customer. The customer contacted the healthcare provider to obtain an alternate method of insulin therapy.